Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: unknown, batch#: unknown. It was reported by the customer that two (2) occurrences of IV fluid back flowing into the medication container when utilizing the secondary workflow. There was patient involvement, however outcome is unknown. Verbatim: rcc received a complaint via email. Email(s) attached. Disposable complaint (B)(4). It was reported two (2) occurrences of IV fluid back flowing into the medication container when utilizing the secondary workflow. There was patient involvement, however outcome is unknown. Additional info: hello, there were no adverse events from this issue. This was relayed to me as a nurse manager from staff on my department after the fact. I was asking about any issues and it was voiced about backflow of IV fluids into secondary tubing. I do not have any specifics.

Event description:
It was reported that unspecified bd infusion set had back flow. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that two (2) occurrences of IV fluid back flowing into the medication container when utilizing the secondary workflow. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.